Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy blood flows') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), pain ("pain"), blindness ("loss of sight"), deafness ("loss of hearing"), allergy to metals ("various allergic problems (including to nickel)"), abdominal pain ("abdominal pain"), vomiting ("vomiting"), pyrexia ("fever"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), amnesia ("memory loss"), gait disturbance ("walking difficulties"), peritonitis ("peritonitis") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, pain, blindness, deafness, allergy to metals, abdominal pain, vomiting, pyrexia, abdominal distension, alopecia, amnesia, gait disturbance, peritonitis and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, blindness, deafness, depression, gait disturbance, genital haemorrhage, pain, peritonitis, pyrexia and vomiting to be related to essure. The reporter commented: the damages were suffered following the implantation of the essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant datawas conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy blood flows') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), pain ("pain"), blindness ("loss of sight"), deafness ("loss of hearing"), allergy to metals ("various allergic problems (including to nickel)"), abdominal pain ("abdominal pain"), vomiting ("vomiting"), pyrexia ("fever"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), amnesia ("memory loss"), gait disturbance ("walking difficulties"), peritonitis ("peritonitis") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, pain, blindness, deafness, allergy to metals, abdominal pain, vomiting, pyrexia, abdominal distension, alopecia, amnesia, gait disturbance, peritonitis and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, blindness, deafness, depression, gait disturbance, genital haemorrhage, pain, peritonitis, pyrexia and vomiting to be related to essure. The reporter commented: the damages were suffered following the implantation of the essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: initial report from lawyer was received on 12-oct-2021 (not on 7-oct-2021). Based on the available information, a review of our complaint records and other relevant datawas conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy blood flows') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion intervention required), pain ("pain"), blindness ("loss of sight"), deafness ("loss of hearing"), allergy to metals ("various allergic problems (including to nickel)"), abdominal pain ("abdominal pain"), vomiting ("vomiting"), pyrexia ("fever"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), amnesia ("memory loss"), gait disturbance ("walking difficulties"), peritonitis ("peritonitis") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the genital haemorrhage, pain, blindness, deafness, allergy to metals, abdominal pain, vomiting, pyrexia, abdominal distension, alopecia, amnesia, gait disturbance, peritonitis and depression outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, blindness, deafness, depression, gait disturbance, genital haemorrhage, pain, peritonitis, pyrexia and vomiting to be related to essure. The reporter commented: the damages suffered following the implantation of the essure device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.